Event description:
The advocate called for help with the customer's contour ts meter. She alleged that the customer performed a control test and received a result of 58 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The advocate did not have any control solution with her at the time of the call, so troubleshooting was not possible. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.